Event description:
Respiratory therapist noted that the ventilator was alarming, with error messages reading "device alert" and "safety valve open". The ventilator had stopped functioning and was not providing ventilatory support to the patient. The patient was immediately removed from the ventilator and manually ventilated. There was no harm to the patient.